Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level of 402 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose. Customer declined to continue troubleshooting for the hyperglycemia. Insulin pump will not be returned for analysis.